Event description:
The light source of lamp was weak. The doctor used the loaner to complete the operation. Then, the engineer checked the processor, it was found that the lamp was broken. After replacing the lamp, it could be used normally. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. H4:device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The device was used for medical test. No harm was caused to the patient. The xenon lamp was out of service life, and used more than 500h. Replaced the xenon lamp by hospital device department. The event is due to a decrease in light intensity due to lamp degradation beyond its useful life.